Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: g3, g6, h2, h4, h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the intermittent images and power issues were caused by a failure of the g1 circuit board. The cause of the failure of the g1 board was likely long term repeated use.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. When tested, the unit lost power after powered on for 30-40 minutes and the screen went black. Significant cracking on the upper left and lower right bezel was also noted. The cause of the reported problem was isolated to failure of a printed circuit board (g1 board). Replacement of the board was required in order to resolve the issue. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the image was intermittently lost during a procedure. There was no patient injury, associated with the problem, reported to olympus.